Event description:
Event was reported to caldera medical by an attorney. Legal complaint states the patient suffered pain, infections, urinary problems, bowel problems, dyspareunia, bleeding, and recurrent stress urinary incontinence.